Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Spring retaining clip has snapped off.

Manufacturer narrative:
Conclusion and justification status: the complaint states spring retaining clip has snapped off. The investigation confirms the failure mode as reported. The damage is consistent with the device being dropped onto the front left-hand side of the product. Whilst drop tests were conducted on the device during development, failure was recorded after multiple deliberate drops on this specific location. Suggesting appropriate care has not been taken in handling this device. The harm of this failure is minor, due to the obviousness and in-operability of the device if this failure occurred. The complaint shall be closed with a justified conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.